Event description:
Following dilator and guidewire removal, a 0.035in bentson guidewire was advanced through the sheath. Only a short amount of guidewire passed through the sheath, not adequate for catheter placement. The procedure was terminated. The guidewire, could not be removed through the sheath. Removal of the sheath and the guidewire was attempted simultaneously. The sheath was seen to easily withdraw but the guidewire could not be withdrawn. Numerous maneuvers were performed in an attempt to remove the guidewire. The guidewire was removed but a small fragment remained within the subcutaneous tissues of the lateral right lower chest-upper abdomen. With fluoroscopic guidance, an incision was made over the guidewire and the wire fragment was captured with hemostats and removed. The site was closed with sutures. Final fluoroscopic image confirmed removal of the guidewire fragment.